Event description:
Event occurred in another country. Patient sustained a severe fracture in the base of the skull. Patient was placed on autopulse. Each time the lifeband compressed, patient was observed to herniate brain matter out of his nose and ears. Initial reporter identified patient death was due to brain injury. The event was passed on to zoll circulation with a question regarding use of autopulse in cases of significant head injury.

Manufacturer narrative:
Engineering evaluation of the device has been conducted. There was no evidence of device malfunction. There was no complaint by the initial reporter regarding the autopulse in this incident. Initial reporter was asking for clarification regarding use of the autopulse on patients with head trauma. However, this MDR is being filed based on report of the patient event that occurred during use of autopulse. A warning is provided in the user guide as follows: "the autopulse system is not intended for patients with traumatic injury (wounds resulting from sudden physical injury or violence)." The initial reporter has been notified of the warning within the user guide and that this warning is applicable in cases of head trauma. This is the first reported event of use of autopulse on a patient with head trauma. The investigation has been concluded. No follow up reports are anticipated.